Event description:
It was reported that noise oversensing was observed on this right atrial (ra) lead. Fluoroscopy showed, what was suspected to be an insulation breech and a conductor break. The lead was abandoned surgically and successfully replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.